Manufacturer narrative:
Device was returned to the customer unrepaired due to the customer declined service. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that sf180 and total power failure alarms were due to an isolated component failure within the device battery assembly while the device failed to complete its service test was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference (B)(4).

Event description:
During resmed evaluation of an astral device, error messages (sf180) related to battery charger fault and total power failure alarms were identified in the device data logs and the device failed to complete its service test. There was no patient harm or serious injury reported as a result of this incident.